Event description:
It was reported by service report that allegedly the stretcher did not stop when the stretcher zoom handle was let go. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that allegedly the stretcher did not stop when the stretcher zoom handle was let go. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation it was determined that the alleged defect could not be duplicated. The stryker technician evaluated the unit and no defect was found for the unintended motion issue.